Event description:
It was reported that, prior to the start of a urology stone procedure, with a patient present and sedated, "error 16 occurred just after calibration during first shots. Doctor tried to restart system to change parameter (08 hz to 10 hz), and finally to perform a fiber test with a new fiber (transmission = 40%) but unsuccessful. Doctor had to cancel procedure." It was reported that the "surgeon waited for 2 hours for a loan unit to be delivered. Surgery delayed by 2 hours but completed." No injury to patient/user reported.

Manufacturer narrative:
System analysis/service repair on february 19, 2015: the ¿error 16¿ issue was confirmed and determined to be the result of faulty measuring equipment. Detector integrity was checked; performed complete calibrations of both detectors and performed calibration of fiber test. All optics and cavity were checked. The system was tested and verified to meet manufacturer¿s specifications.